Event description:
It was reported that the patient had been hospitalized with hyperglycemia for two or three days (exact dates are unknown). The patient's blood glucose levels reached 450 mg/dl while wearing the pod for an unknown duration. The patient reported they believed the hospitalization occurred due to ¿a gap in product knowledge and being unsure how to use the products¿. The patient could not recall any symptoms at the time of the event. As treatment, the patient's blood glucose levels were regulated by unknown means. No further details pertaining to the medical event could be obtained from the patient.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.